Event description:
Additional information received reported the patient saw their pcp (primary care physician) for vague complaints. The managing pump health care provider (hcp) did not do any dye study. It was unknown to the hcp how the patient was now doing. The patient was discharged from the hcp¿s practice.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n175091004, implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot # n163649, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that the patient had problems with the pump since implant. The first year after the pump was implanted, the patient gained (B)(6). The patient had been swollen since 6 months after the pump was implanted. When the pump dose was increased, the patient swelled more and more. The patient¿s renal/kidney failure issues started when the pump was implanted. The patient did not have kidney problems before the pump was implanted. The patient¿s pump managing physician said it did not have anything to do with the pump. The patient¿s family physician said that it could be the morphine causing the kidney problem. The patient was recently diagnosed with stage 3 kidney disease. The patient stated that she liked the pump in the beginning because it took the pain away, but she did not like the side effects. The patient also had constipation around the time the pump was implanted. Clonidine was added to the pump 6 months to a year ago. The patient itched and was uncomfortable. The patient also had swelling and was having sweats. The patient had been dismissed by her current pump managing physician and was looking for another physician to refill the pump. The device system was delivering morphine (4 mg/ml at 0.6720 mg/day) and clonidine (100 mcg/ml at 16.80 mcg/day). Additional information has been requested, but it was not available as of the date of this report.